Event description:
It was reported that the patient underwent an unknown ams penile prosthesis procedure due to unknown reason. The old device was previously removed and a new ambicor penile prosthesis (app) was further implanted. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. The patient came to dr. (B)(6) after a bad experience with another surgeon. During the last procedure the bladder was perforated while implanting an inflatable penile prosthesis (ipp), which resulted in a series of infections. The ipp was removed and a robotic procedure was performed to repair the bladder. Dr. (B)(6) was able to implant a new app.